Event description:
Customer alleged intermittent left motor code while driving the chair and stops abruptly. Qt (B)(4). No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 3gtq3-mcg serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the chair will stop abruptly while the consumer is driving and a left motor code appears intermittently. Quote # (B)(4) was issued for a left motor/gearbox replacement. The original motor/gearbox is to be returned to invacare for an inspection and evaluation. No injury.